Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were taken to emergency room and then hospitalized for diabetic ketoacidosis and dehydration on (B)(6) 2020 with the blood glucose level of 280 mg/dl. Customer was treated with fluid. Customer reported that the insulin pump had crack and serial number was missing. Customer stated that the insulin pump received critical pump error and open book image on screen. Customer stated that the insulin pump did not received any alarm before the open book image was displayed on the screen. Customer stated that there was humidity in the bathroom. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis.